Manufacturer narrative:
Philips service replaced the defective gigalink cable; system calibrated and returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that fluoroscopy was unavailable due to a defective gigalink cable on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.